Event description:
A surgeon reports a pt was experiencing halos and starbursts following intraocular lens (iol) implant surgeon in 2003. The pt indicated they first experienced the visual disturbances at one day post-op. A yag capsulotomy was performed with no improvement; however the pt stated they did notice increased brilliance of the starbursts. Additional info provided by the user facility indicates the pt has ot reported photic complaints during their last two visits.